Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. The customer stated that insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.